Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported before a therapeutic endoscopic sphincterotomy (est) procedure, the subject device was damaged. The procedure was completed with an olympus back up device. There were no report of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated field(s): d4, d9, h3, h4, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. A definitive root cause could not be identified. Based on the results of the investigation, olympus confirmed the reported event, however, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.